Manufacturer narrative:
Internal file number - (B)(4). Correction: the 3.5x33mm xience prime is filed under a separate medwatch report, not a 3.5x33mm xience xpedition as previously reported.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It is possible that interaction with the anatomy and/or other devices resulted in the reported material deformation (shortening); however, this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience prime (4.0x38mm, 2.5x38mm) and xience xpedition (3.5x33mm) are being filed under separate medwatch reports.

Event description:
It was reported that the procedure was to treat a 90% stenosed, non-tortuous, and moderately calcified de novo lesion in the mid left main artery (lm), proximal circumflex (lcx), and proximal left anterior descending artery (lad). Following pre-dilatation, a 4.0x38mm xience prime stent was deployed from the lm to the lad. A 2.5x38mm xience prime stent delivery system (sds) was being advanced to deploy in the mid to distal lad; however, part of the stent became stuck in the deployed 4.0x38mm xience prime stent. The 2.5x38mm xience prime sds was pulled back, but the stent dislodged in the lm. A snare device was used to retrieve the 2.5x38mm xience prime stent; however, the 4.0x38mm xience prime stent also came out of the artery. While pulling back the 2.5x38mm xience prime a dissection occurred and the vessel occluded. The patient condition declined and CPR was started immediately; however, the patient experienced ventricular tachycardia and ventricular fibrillation. A 2.5x38mm xience alpine stent was deployed in the mid to distal lad and a 3.5x33mm xience prime stent was deployed in the lm to lad. Stent foreshortening was observed post dilatation for the 2.5x38mm xience alpine. Angiography was performed and thrombus formation was noted in the 3.5x33xience prime stent. An attempt to deploy a 2.5x38mm xience xpedition stent in the lm to lcx was made; however, the sds could not cross. The patient expired. No additional information was provided.